Manufacturer narrative:
(B)(4). Retainer ring = black. The pump was received with a scratched case. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the self-test. Unable to perform the displacement, rewind, basic occlusion, force sensor and occlusion test due to unexpected insulin flow blocked alarm during the basic occlusion test and failed the prime, seating test. The pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset measured (563 mv) and was out of spec. A test force sensor was used and continued testing. The pump passed the prime, seating test and basic occlusion test. The pump primed properly. In conclusion, the pump alarmed insulin flow blocked and failed the prime, seating test due to out of spec force sensor zero offset. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was faulty. Customer was able to rewind the insulin pump but the piston would not go up. Customer reported they tried multiple times but it was still the same. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.